Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 209 mg/dl with high level of ketones. Elevated bg was addressed via a correction bolus and manual injection. Additionally, the customer reported using humalog insulin and reported that the cartridge and insulin were used for 3 days. Tandem technical support educated the customer that tandem¿s cartridge instructions for use states to replace the cartridge every 48 hours if using humalog. Customer acknowledged the information.